Manufacturer narrative:
The event was unconfirmed. A latex temp sensing catheter was returned.there were no visual defects. The device was dissected and there were no disconnections in the thermistors wire. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore, a device history record review was not required. The product was manufactured at moncks corner and then sent to be packaged in single strip packets, trays, and product subassemblies with various labeling. Without the tray product catalog # or the associated corporate lot #, a labeling review could not be completed as it was unknown which labeling the user received. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter was reading 2-3 degrees higher than the oral temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was reading 2-3 degrees higher than the oral temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: brand name, common device name, device identification, concomitant medical products, PMA/510k, device evaluated by MFR.

Event description:
It was reported that the temperature sensing foley catheter was reading 2-3 degrees higher than the oral temperature.